Manufacturer narrative:
If explanted; give date: n/a (not applicable). To date, the lens remains implanted. (B)(4). Attempts were made to obtain missing information; however, to date a response was not received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was experiencing severe glare, photophobia and intolerance after the implantation of lens model, zxr00 symfony multifocal iol (intraocular lens). Reportedly, the patient was scheduled for an iol exchange. The reported symptoms were first noted 1 week post-op (B)(6) 2018. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Additional information device available for evaluation: yes. Returned to manufacturer on: 3/13/2019. Device returned to manufacturer: yes. Device evaluation: product returned was received at the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search in the complaints history revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.